Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the pt had no stimulation sensation, and the pt had a burning sensation in the cervical region. Also, the pt had twitching in the left arm. The pt stated the burning sensation was as if a "blow torch" was being used on her. Both the burning sensation and the arm twitching would go away when the ins was turned off. The pt's symptoms started following a revision of a lead on (B)(6) 2010. The impedances of the new lead were checked intra-op during the revision and two contacts were >20,000 ohms. Additional info has been requested, a follow-up report will be sent if additional info becomes available.